Manufacturer narrative:
Additional information: d9, g1 country, h3, h4, h6, h11. H4: the lot was manufactured in august 2021. H11: the actual device was received for evaluation. Visual inspection was performed which observed a missing injection site on the burette chamber. The reported condition was verified as a missing injection site. The cause of the condition is related to an assembly error during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a buretrol solution set was missing a component. This issue was described as, ¿burette had the breather open and without protection (white rubber¿. The missing component was discovered during preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3: event date: this event occurred on an unspecified date in january of 2024. Should additional relevant information become available, a supplemental report will be submitted.